Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction, conduction system injuries (heart block) and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, are potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and; significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the coronary occlusion of the left main was attributed to the native valve leaflets. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for conduction system complications of the tavr procedure. According to literature review, and as documented in edwards clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself it is possible the patient¿s comorbidities [multiple valve disease, cad, chf] and procedural complications [per medical records, coronary ischemia secondary to left main occlusion] caused or contributed to the intra procedural heart block and subsequent heart block events post tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the implant patient registry the patient expired 6-days post tavr. Medical records received during investigation of this event indicates there was a left main occlusion followed by complete heart block during and following the tavr procedure. The patient continued to decline and expired. The cause of death was multisystem organ failure and shock. Per the implant physician, the patient¿s sapien valve functioned well, and the death was not directly related to the valve. Per medical records received: the patient was admitted to the hospital and underwent tavr via transfemoral approach. During the procedure, the patient had occlusion of the left main coronary artery by the native aortic valve leaflet and had to undergo emergent placement on cardiopulmonary bypass. A 4x15mm bare metal stent was deployed in the proximal left main. Following stent placement there was good flow into the left main coronary artery and its circumflex and left lad branches. The patient was allowed to recover and was taken off bypass without difficulty. Off bypass the valve appeared to be functioning well, with minimal central leak and only mild paravalvular leak. During the tavr procedure the patient also developed complete heart block, which may or may not have been related to coronary ischemia. The patient required 2 temporary transvenous leads placed. She received a significant amount of volume during her resuscitation prior to placement on cardiopulmonary bypass. On the day after surgery, the patient was extubated despite being volume overloaded and was on a low-dose dobutamine drip. She had adequate renal function, essentially unchanged from preoperatively. Her right ventricular leads were removed on that day. Unfortunately, she developed intra pericardial bleeding, shock, and tamponade overnight. She was taken to the operating room early in the morning on pod2, where she underwent subxiphoid pericardial window. Intra operatively, she improved hemodynamically. Postoperatively, she was able to be extubated. She was on low-dose levophed and phenylephrine drips as she appeared to have a hyperdynamic ventricle with systolic anterior motion of the anterior mitral leaflet. Four days post tavr the patient had a nephrology consultation due to acute renal failure with significant oliguria and volume overload. The next day, creatinine was markedly elevated, up to 3, and continuous renal placement therapy was initiated. She was placed on a phenylephrine drip and was hemodynamically much improved. She then developed cardiac arrest due to complete heart block, was hypotensive, and had CPR initiated. She was revived by external pacing, however, was not intubated. She went emergently to the cardiac catheterization lab, where she underwent placement of a temporary right ventricular trans venous pacing lead. She had capture of the lead and was brought back to the cardiovascular intensive care unit. Unfortunately, after she came back to the ICU, she vomited and had a respiratory arrest. She was then intubated emergently. She had another episode of complete heart block when the transvenous pacer was not capturing, had another round of CPR and then the pacer began to capture. Later that evening, the patient was on multiple vasopressors, continuous renal replacement therapy, and was fully mechanically ventilated; however, she was awake and alert. Six days post tavr, overnight, the patient¿s pressor requirement increased markedly. She was shocky and jaundiced. She had acute respiratory distress syndrome with marked fi02 requirement. She had hypoxic respiratory failure. She also had a persistent acidosis. She had multisystem organ failure, including her cardiovascular system, respiratory system, renal system, and gastrointestinal system with liver dysfunction. During the course of the day, she was unresponsive, a marked change in mental status from the evening before. She was made do not resuscitate; however, she arrested later in the afternoon and was allowed to expire with the family present. The patient expired during the evening of pod6.